Event description:
A systems operator reports at the start of lasik surgery, the system was not able to track this pt's eye. No indication if the procedure was completed with within the same session. There was no pt impact/injury associated with this event.